Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturing representative (rep) regarding a patient implanted for spinal pain. The hcp reported that the patient isn¿t having any pain relief and is having complications. It was noted that the patient has been reprogrammed for months with no benefit. The hcp stated that the patient is having the device explanted on (B)(6) 2019. No further complications were reported or anticipated.